Event description:
It was reported that, while checking the manufacturing papers of the twist d 20x103mm ao 23mm 2.7mm scr blu, it was found that the coloured marking on the drill was missing.

Manufacturer narrative:
Investigation results were made available. The DHR review shows that the process step color coding was not performed. A trend was identified (52 pieces affected in this complaint) . A corrective and preventive action has been initiated at normed. The CAPA number is (B)(4). The visual examination of the delivered devices shows that the affected devices do not have a color coding as it should have like in the technical drawing. No other abnormalities can be found. The function of the device is not affected by missing colour coding. Additionally, the size of the device is laser marked correctly. A health hazard evaluation was performed and showed that no immediate or long range health consequences (injuries or illness) are expected. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The process step "color coding" was not done during manufacturing. According to the technical drawing, the color coding should be on the device.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).